Event description:
It was reported that the patient's leads weren't working. Certain parts of the leads weren't able to reach the patient's feet for pain control. The patient had an appointment on (B)(6), but was still having concerns and scheduled another appointment for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).